Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. However, since the death occurred within 30 days of implant, the death was reported. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 and left at the subtherapeutic dose of 1ma. The patient was nyha class 3b at time of implant. On (B)(6) 2025, the patient's lifeline alerted at 2:00am, and the patient was found without a pulse. The site declined to provide additional information.